Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a battery failure. The instructions for use were followed and the aic was replaced. The aic will be returned for evaluation. There was no patient involvement during this event.

Manufacturer narrative:
The investigation into the battery failure on the user facility's automated impella controller has been completed. Data analysis: aic logs confirmed the reported failure. There was a battery failure alarm and a battery 1 comm. Failure alarm due to loss of communication to the battery. Though there is no ltpowerdata from the complaint date, batttest confirms the cell imbalance with cell 2 of battery 1, which caused the battery pack internal electronics to shut down the battery 1. Device analysis: the failure mode was reproduced on an engineering lab bench. Confirmed the battery failure and the communication issues by performing batttest in the terminal window and by visual inspection of the battery lcd screen. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to cell imbalance, a known pattern failure.